Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced urinary incontinence following the implant procedure. The physician was still in the process of determining the cause of the issue when the patient opted to have the device removed. There have been no reports of further complications regarding this event.